Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline via gravity flow. It was reported that prior to pt use during priming of the tubing set, the nurse squeezed the solution container and the tubing separated from the distal end of the backcheck valve. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.